Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-12069. It was reported, the pt was not experiencing effective stimulation. Images revealed the ipg was flipped in the pocket and the lead was disconnected. The surgeon repositioned the ipg and reconnected the lead to the ipg. Post-operative reprogramming provided pt with effective stimulation coverage.